Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the MDR was submitted in error. This event is not reportable and this MDR should be void. If we receive additional information that changes this decision, another MDR supplemental will be submitted.

Event description:
No additional information.

Event description:
It was reported that bd syringe 50ml ll plunger movement was difficult the following information was provided by the initial reporter: the syringe pump alarm and stops for high back pressure when driving at high speed (one spray in 30 min). Mt has tested the setup with several 20 ml syringes. At the patient end, there is almost no pressure. But the syringe pump arm measures high pressures, sometimes over 500mmhg. The syringe pump then interrupts the infusion due to too high back pressure. We do not see the same thing with other suppliers' syringes. Thus, the problems seem to originate in the plunger of the syringe being very sluggish. We have seen the problems with bd plastipak 20 ml for a long time and therefore switched to another supplier's 20 ml syringe. Now the problems also seem to appear with bd plastipak 60 ml. We have also tested to fill the syinges with water. Occlusion alarm when did the incident occur? During use

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.